Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) units screen is completely blank after install. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected field - d5 (operator of med. Device, other operator of med. Device) a getinge field service engineer (fse) found customer reported that the screen was blank and spotty when the iabp was powered on. I replaced part number. After replacing the screen is working as intended. I performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a